Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the anchor bent during insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Corrected information: the complaint allegation had been previously not confirmed and is now being confirmed. Additional information: g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the soft anchor and sutures were returned disassembled from the shaft. The distal end of the shaft of the fibertak® sp suture anchor, 2.6 mm, double loaded, with 1.3 mm suturetape (white / blue, white / black) had bent. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection identified that the distal end of the shaft of the fibertak® sp suture anchor, 2.6 mm, double loaded, with 1.3 mm suturetape (white / blue, white / black) had bent. The soft anchor was returned disassembled from the shaft, but no damage was observed with the anchor or sutures. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.